Event description:
During an lsh procedure, the surgeon was pushing upwards using the omni device during the amputation of the uterus. The hub of the device snapped back behind the pivot and the jaws would not close. Cutting forceps were used to complete the case. There was no pt harm.

Manufacturer narrative:
The complaint was confirmed. Only one jaw operates. The investigation into the inside of the handle of the device found that the push rod that actuates the jaw with the cut spring is not secured in the anchor block assembly. There is a slight witness mark on the hypo tube from the set screw. Mfg error on applying the proper torque to the set screw to assure an adequate mechanical hold. The hub of the device was found to be intact.